Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
Customer reported three unspecified malfunction alarm occurred. Customer performed pump reset, all the malfunction alarm was cleared, and insulin delivery was able to be resumed. There was no adverse impact to the customer¿s blood glucose value.